Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain,"), vaginal haemorrhage ("vaginal bleeding") and alopecia ("hair loss"). The patient was treated with surgery (underwent device removal procedure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had appropriately sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), abdominal pain ("abdominal pain,"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full) and underwent device removal procedure) and surgery (hysterectomy (full) and underwent device removal procedure). Essure was removed in (B)(6) 2012. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, alopecia and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had appropriately sought treatment for her symptoms . Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Reporter details added.plaintiff demographic added. New events perforation (fallopian tube(s) and abnormal bleeding (menorrhagia) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.